Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2018-02256, reference MFR report #: 1627487-2018-02258. It was reported that the patient experienced pain at the drg ins and lead sites following a motorcycle accident on (B)(6) 2017. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2018-02256, reference MFR report #: 1627487-2018-02258.

Event description:
Device 2 of 3 : reference MFR report #: 1627487-2018-02256 , reference MFR report #: 1627487-2018-02258. Additional information received indicated that following the system explant the issue has resolved.

Event description:
Device 2 of 3 :reference MFR report #: 1627487-2018-02256, reference MFR report #: 1627487-2018-02258. Additional information received indicated the device was explanted.